Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx0772 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that irregular burrs was found with the proximal end of the peelable sheath when the operator began to advance the sheath during catheter insertion. The operator therefore exchanged for a new mst to complete the procedure.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of burrs on the introducer sheath was confirmed and appeared to be related to the use of the device. One 4.5 fr microintroducer was returned for investigation. The dilator was returned within the sheath. A bend in the dilator/sheath was present near the center section of the sheath. Evidence of use was present within the sheath. Material deformation was observed at the distal end of the grey sheath. Microscopic observation of the material deformation revealed multiple sections around the sheath to be curled inwards. Wrinkling in the material was also present at the deformed sections. The bend in the sheath length and material deformation at the distal end suggest the microintroducer was advanced against resistance. The product instructions for use (IFU) directs, "advance the small sheath and dilator together as a unit over the guidewire, using a slight rotational motion. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator." A lot history review (lhr) of recx0772 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that irregular burrs was found with the proximal end of the peelable sheath when the operator began to advance the sheath during catheter insertion. The operator therefore exchanged for a new mst to complete the procedure.